Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be submitted when the investigation is completed.

Event description:
It was reported that the attachment overheated during testing. This occurred during a routine equipment eval at the user facility. There was no pt involvement, and no adverse consequences.